Event description:
A triad skull clamp was involved in a slippage and was described as follows; the triad skull clamp slipped at the locking mechanism. There was no pt contact and no pt injury. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.